Event description:
In 2005, the patient contacted lifescan alleging that her one touch ultra meter was prompting the error 2, error 3, and error 5 messages and had missing segments in the display. Ten days earlier at about 6:30 pm, the patient obtained a result of 120 mg/dl on the reported meter, while feeling lightheaded and shaky. The patient retested and obtained a result of 120 mg/dl again. A result of 126 mg/dl was obtained on another meter 2 to 3 hours after the reported meter result. Results on both the reported meter and other meter were within a normal blood glucose range. The times that the patient obtained the reported error messages were not provided. The patient ate food and/or drank beverage following use of the product. The patient's medical professional conducted a complete blood count test on the patient and increased her lasix medication. The customer care representative (ccr) was unable to resolve the error 2, error 3, error 5, and missing display segments. The meter, test strips, and control solution were replaced.